Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise episodes. The noise could not be reproduced with arm movements. No intervention was performed. The patient was in good condition.